Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had a loss of stimulation. It was stated that today the patient programmer (pp) was showing that stimulation was off and didn¿t know how it was turned off. It was reported that it beeped 3 times, and then the patient recharged for 45 minutes. It was indicated that the icon showed they were half full. It was noted that it had happened 2 other times. One time when the patient went to the dentist and they didn¿t realize for a few days it was off. Another time was when the patient was on coumadin and had a blood blotch under their eye. The patient was taken to the hospital and had a CT scan. The patient started having symptoms and was feeling wobbly. The consumer was able to turn stimulation back on. It was noted this was a sudden change in therapy/symptoms. Indications for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.